Event description:
The customer reported the system failed to produce fluoroscopy xray. No report of pt injury.

Manufacturer narrative:
The customer indicated the system was operating as intended and canceled the service call.